Event description:
It was reported the patient attended lh via triage helpline, PICC was flushed earlier that day by district nurse, and she felt quite unwell afterward. On arrival to lh her PICC line was assessed and cultures taken (negative). But her PICC line was leaking at the area just above the hub, externally.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0613 showed two other similar product complaint(s) from this lot number.